Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2021. During examination of the right ventricular (rv) lead, it was noted that the high voltage lead impedance was consistently low. Physician capped the rv lead and replaced it on (B)(6) 2021. The patient was in stable condition.